Event description:
It was reported that the patient had expired. The causes of death were due to cardiopulmonary, systolic failure and aortic stenosis. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.